Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device not recognized on the bus. A field service engineer reconnected the row board cable on the drawer controller printed circuit board to address the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station device not recognized on the bus. A customer has reported that user was unable to issue medication to patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.